Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer was also suffering from a urinary tract infection. While at the hospital, the customer underwent a surgery unrelated to diabetes. The customer's blood glucose reading was 436 mg/dl at this time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. No infusion set or site problems were noted. The customer uses quick-set infusion sets, model number mmt-397. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.